Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2 of 5. The hp stated a supply bag fell. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The hp confirmed to restart therapy with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the lancet(s) of a one touch lancing device was not fully penetrating. The medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010, and was able to obtain/verify information.the patient tests his blood glucose twice a day. He currently manages his diabetes with set doses of actos and glucophage regardless of his blood glucose readings. During the time of concern, the patient was also taking amaryl.the patient claimed that due to the alleged lancing device issue, he was never able to obtain a blood sample and therefore could not test his blood glucose. The patient indicated that the alleged issue started on (B) (6), 2010, at an unspecified time. Although the patient was unable to test his blood glucose, he continued to take his medications as prescribed. He did not modify his diet because of the alleged issue. On an unknown date/time after the alleged issue began, the patient claimed that he developed symptoms of feeling cold, dizzy, sweaty, and shaky. As a result of the symptoms, the patient claimed that he was hospitalized for 8 hours and treated with IV glucose to raise his blood glucose. The patient's blood glucose was tested on a hospital meter and a result of "60 or 61 mg/dl" was obtained. After the hospitalization, the patient mentioned that his doctor discontinued his amaryl medication. The patient stated that the amaryl medication had caused him to lose his appetite and become dehydrated. He also claimed to have lost weight because of the amaryl. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and was treated with IV glucose by a hospital after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.